Event description:
Clinical study. It was reported that 34 days after a carotid stenting procedure, some narrowing of the stent distally was noticed. Prior to the index procedure, the patient was assessed as having a carotid bruit ipsilateral to the target lesion and carotid atherosclerosis bilateral to the target lesion. The patient's carotid disease was symptomatic with the patient reportedly experiencing increasing frequency of disequilibrium with questionable transient loss of consciousness with some associated left hand numbness lasting a few minutes, occasionally with some associated tingling sensation in her hand. The target lesion treated in the index procedure was located in the ostium of the left internal carotid artery with 90% stenosis and was 15 mm long with a reference vessel diameter of 4.2 mm. Intracranial angiography done via the left common carotid approach revealed no evidence of aneurysm formation with a normal distal left internal carotid artery, and five vessels of the left middle cerebral artery (mca) and anterior cerebral artery (aca). Angiomax (bivalirudin) therapy was given and after appropriate clearing, a filterwire was deployed without difficulty. The filter was found to be in excellent position. Following pre-dilatation of the left internal carotid stenosis, a 4-9x30mm nexstent neck stent was placed at the bifurcation without difficulty. Post dilatation was performed and there was 0% residual stenosis. Final intracranial angiography was "within normal limits." The patient was discharged 8 days later on aspirin and clopidogrel among others. Nine days post index procedure while at the nursing home, the patient was found to have tonic-clonic activity lasting almost one-half hour. She was treated with lorazepam and developed respiratory depression for which she was intubated and had a chest tube placed (for a spontaneous pneumothorax). An ultrasound was performed of the left carotid, which noted the left major vessel was widely patent. An mr or CT-scan revealed the patient had an ischemic event. She was extubated the next hospital day. Six days later, the event was resolved and the patient was discharged back to the nursing home "in markedly improved condition." Discharge medications included aspirin, clopidogrel and warfarin. Per investigator, the event was unrelated to the filterwire ez system and nexstent carotid stent. Thirty three days post index procedure, the patient was hospitalized due to a cerebrovascular accident (cva). Carotid ultrasonography (date unknown) indicated that the stent appeared to be patent. The next day the patient underwent an unenhanced head CT which revealed, among other findings: left internal carotid artery stent lumen appeared patent except some distal narrowing of the stent. At the time of this report, the outcome of the event was unknown. The patient was discharged from the hospital 14 days after the admission on aspirin, clopidogrel and warfarin among others. No additional information was available at this time. Per the investigator, this event was unrelated to the filterwire ez system, but probably related to the nexstent carotid stent and the study procedure.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.